Manufacturer narrative:
The reported field event of inappropriate high voltage output for svt and inappropriate programmed settings was confirmed. Sensing and high voltage output were tested on the bench and were normal. A review of the egms stored in the device image showed that the inappropriate shock for svt was a result of programming settings and the device was normal.

Event description:
It was reported that a patient presented in emergency room after receiving 4 inappropriate shocks. Upon review, the implantable cardioverter defibrillator shocked due to supra-ventricular tachycardia. The device was reprogrammed to avoid inappropriate shock and the patient was given medication too. The device was later explanted and replaced. The patient was fine after the procedure. It was noted that the patient had history of pre syncope and syncope episode on (B)(6) 2017 due to hypotension but no further information was available.